Event description:
Reportedly, during the patient hospitalization for an av node ablation, the subject pacemaker was interrogated and an increase of the ventricular threshold was observed from 0.75v/0.5ms to 2v/0.5ms. An x-ray was performed, which did not reveal any rv lead displacement. The parameters of the lead were reprogrammed. Preliminary analysis results confirmed the reported behavior. It could be due to a ventricular lead issue (i.e. Lead positioning issue, lead migration, lead micro-dislodgement) and/or the patient¿s physiology.

Manufacturer narrative:
B5 corrected.

Event description:
Reportedly, during the patient hospitalization for an av node ablation, the subject pacemaker was interrogated and an increase of the ventricular threshold was observed from 0.75v/0.5ms to 2v/0.5ms. An x-ray was performed, which did not reveal any rv lead displacement. The parameters of the lead were reprogrammed. Preliminary analysis results confirmed the reported behavior. It could be due to a ventricular lead issue (i.e. Lead positioning issue, lead migration, lead micro-dislodgement) and/or the patient¿s physiology.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the patient hospitalization for an av node ablation, the pacemaker was interrogated and an increase of the ventricular threshold was observed from 0.75v/0.5ms to 2v/0.5ms. An x-ray was performed, which did not reveal any rv lead displacement. The parameters of the subject lead were reprogrammed. Preliminary analysis results confirmed the reported behavior. It could be due to a ventricular lead issue (i.e. Lead positioning issue, lead migration, lead micro-dislodgement) and/or the patient¿s physiology.